Event description:
A case of pulsvac plus wound debridement systems from zimmer biomet was opened and one of the systems appears as if the battery pack has exploded inside the packaging. The packaging is full of a black powder like substance.